Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy rash all over upper body under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient's daughter is a pharmacist and gave the patient desloratadin and fenistil for the skin irritation. Follow up indicated that the medications helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.